Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, end cap address label fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, torn keypad overlay and minor lcd display window scratches. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 12/26/2021 between 12:23 and 16:32 during bolus and basal delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Exposed to moisture confirmed on the pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. The customer performed troubleshoot. The customer stated that the pump alarmed again after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.